Event description:
It was reported that the patient presented in the emergency room for non-device related reasons on (B)(6) 2019. Upon review, the patient's right ventricular lead exhibited a loss of capture and sensing. The patient's lead was removed and replace. The patient left in stable condition and did not experience any adverse events.

Manufacturer narrative:
Analysis was normal. No anomalies were found.